Event description:
It was reported that (3) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that two er320 devices do not fire and a 3rd instrument was empty. Another instrument was used to complete the case. There was no consequence to the pt.